Event description:
During the pfa atrial fibrillation pvi procedure, the volt catheter was advanced past the valve of the sheath handle and during aspiration, air was drawn into the syringe. The sheath was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.